Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced symptoms of shaking, headache, and weak. The customer had contact with a healthcare professional who administered an unspecified dose of insulin for the diagnosis of hyperglycemia. Additionally, the customer was provided water in which they self-treated and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.